Event description:
It was reported that during implant, the left bundle branch lead was positioned against the septum and heart rate dropped. Emergency pacing via a lead was applied and a second lead was attempted to cross for backup and was replaced due to lead length. During the third lead attempted, the patient went into complex tachycardia and, after an unsuccessful attempt to overdrive pace at maximum output, external defibrillation was attempted multiple times. Capture and pacing was regained via an analyzer and a forth lead was attempted to be used for temporary/permanent pacing. The patient then went into pulseless electrical activity and the patient was coded for approximately thirty five minutes. The patient passed away due to complete heart block and high potassium.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.